Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the endoscope image was backwards. The technical service engineer (tse) reviewed the system logs and found no related errors. The customer tried to remove and reseat the endoscope multiple times but the issue remained. The customer then power cycled the system and the issue was resolved. The tse informed the customer that they could cancel the guided tool exchange and flip the endoscope 180 degrees and reinstall in to resolve the issue in the future. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) addressed the reported event with phone support. The issue was resolved by power cycling the system to resolve the backward image. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.